Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported via complaint submission tool that during an acl reconstruction one vapr tripolar90 suction electrode was out of order, the display said: "controls pinched". Once that the device was connected in the generator the alarm of cut/coag stuck was presented. Saline residues were observed in the suction tube, signs of activation can be observed. The device will be sent to supplier for further evaluations. Regarding with the found difference related with the "cut/coag stuck". The supplier mentioned that could be caused by saline or contamination (salt deposits) getting into the buttons which may cause an electrical bridge across the button and therefore the error message seen. If the buttons are subsequentially pressed this bridge can be broken down and the electrical circuit is now insulated and therefore you get a difference in investigational results. Supplier evaluation result for vapr tripolar 90 suction elect: the device was not returned in its original packaging, the active tip is in a used condition with signs of debris around the active tip, device handswitching buttons visually undamaged, the switch boot is correctly positioned, there is saline residue visible at the distal end of boot and on the surface, the suction tube of the device shows signs of saline residue, no visible damage on shaft, handle and cable. The electrical test was performed with the different parameter (active continuity, cut return continuity, return continuity, primary capacitance, second capacitance, hipot active-return, hipot active-cut return, hipot return-cut return) as a result all parameters passed. The device was functional testing using the vapr vue generator gml 4854/2, the test included different values as generator connection display, generator default values, minimum setting available, maximum setting available, available waveforms, activation test and flow rate (post activation) as result, all test were pass. Additional electrical tests: as the complaint related to the handswitch further continuity tests were performed specifically on the handswitch electrical circuit. The continuity value recorded when ablate button 3 was pressed was found to be very inconsistent with a wide range of results. Further investigation: further activation tests found that there were instances where ablate button number 3 was pressed and no response was recorded. The rubber boot was removed to allow inspection of the buttons. Inspection of the buttons revealed that three out of the six buttons had visible corrosion/salt deposits around the base of the button, this included the number 3 ablate button that was recording inconsistent activation response. It is not known if this contamination/corrosion has occurred pre/post the end user complaint. Supplier summary: the customer stated that the device was out of order and the display said ¿controls pinched¿. Testing performed by mitek also found that when the device was connected the display stated ¿cut/coag stuck¿. The investigation could not replicate the stuck button issue, when the device was plugged into a generator no error messages were displayed. Continuity tests and functional tests did highlight an issue with ablate button number 3 (sw4). The continuity value when the button was depressed was inconsistent and would fluctuate in and out of specification. When pressed the button would not consistently activate the device. During all the testing there were no occasions of the button(s) sticking. Visual inspection of the device showed saline residue at the distal end of the rubber boot and around the shaft. Removal of the boot revealed that 3 of the 6 buttons exhibited salt deposits/corrosion around the base of the buttons. As part of further investigational work its recommended to assess if contamination/corrosion is also inside the button, which could cause a closed electrical circuit even when the button is not pressed. It is unknown if this contamination/corrosion on the buttons occurred pre or post the end user device issue. To aid the root cause investigation its recommended to establish if the end user experienced the ¿stuck button¿ during use in the procedure or on first connection of the device to the generator. Inspection of the tip showed tissue debris which would suggest that it occurred during use rather than out of box. Previous instances of ts90 handswitching buttons sticking were previously investigated in CAPA. (B)(4) was implemented (B)(4) 2020 which removed (B)(4) (old switch) from the switch pcb assembly specification (B)(4) . A DHR review has been performed for the complaint device lot number u2003096 ; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2020, it was observed that the vapr tripolar 90 suction electrode device was out of order, the display said: "controls pinched". During in-house engineering evaluation, it was determined that there were saline residues in the suction tube. Another like device was used to complete the procedure with a four minute delay. There were no adverse patient consequences reported. No additional information was provided.